Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing. The device sensed crosstalk from atrial pacing. Programming changes were performed. The patient was stable throughout.

Event description:
New information received noted, the patient's implantable cardioverter defibrillator exhibited continued oversensing of atrial paced events. Programming changes were performed. The patient was stable throughout.